Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported, right side capsular contracture, baker grade unknown. Device remains implanted.

Event description:
Healthcare professional later confirmed baker grade iii.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9 h3 h6. Laboratory analysis summary: the device related to the reported events capsular contracture was received on dice 11, 2024, with lot number 3501825. Based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure crease and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported right side capsular contracture baker grade unknown. Healthcare professional later reported baker grade iii. The device has been explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 19aug2024.

Event description:
Patient reported right side capsular contracture baker grade unknown. Healthcare professional later confirmed baker grade iii. Device remains implanted.